Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2145918; d.4. Medical device expiration date: 30-nov-2023; h.4. Device manufacture date: 25-may-2022.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes has aspiration error due oil gel globules. This event occurred 10,000 times. The following information was provided by the initial reporter. The customer stated: defective - aspiration error due to clogged sample probe 2145918- 10000 units 2152431- 8000 units.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes has aspiration error due oil gel globules. This event occurred 10,000 times. The following information was provided by the initial reporter. The customer stated: defective - aspiration error due to clogged sample probe 2145918- 10000 units 2152431- 8000 units.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for oil gel globules was observed. Additionally, 100 retention samples from bd inventory were visually inspected, and no gel defect related to oil gel globules defect was found. Complaints for sample quality are under statistical control for the month of october 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for oil gel globules based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes has aspiration error due oil gel globules. This event occurred 10,000 times. The following information was provided by the initial reporter. The customer stated: defective - aspiration error due to clogged sample probe 2145918- 10000 units 2152431- 8000 units.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes d10: returned to manufacturer on: 16-jan-2024 h.6. Investigation summary: bd received five (5) samples from batch# 2152431, five (5) samples from batch# 2145918, and three (3) photos for investigation. The photos were reviewed and the indicated failure mode for oil gel globules was observed. Additionally, the customer samples along with one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of oil gel globules was not observed. Complaints for sample quality are under statistical control for the month of (B)(6)2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of oil gel globules based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode.